Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited no disposable clamp tubing" alarm with no air bubbles noted in line". No patient injury reported.